Event description:
The customer reported the system beeps when it is plugged in and it will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and found the customer had inadvertently pressed the emergency stop switch. System operates as intended.